Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The iab was inserted into the pt on 1/29/98. Upon turning the pt, the nurse noted "old dried blood" in the helium shuttle tubing. (Multiple event to customer complaint number 98-00105). On 4/15/98, datascope was notified that a non-datascope iab (a bard iab) was used. No iab was returned to datascope for eval. [Event complications]: unk-reported 1/30/98. [Pt's current status]: unk-rpt'd 1/30/98.